Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650de, exp. Date: 03/31/2017, mfg. Date: 03/31/2016. (B)(4). Serial # :(B)(4), catalog #: 1650de, exp. Date: 03/31/2017, mfg. Date: 03/31/2016. (B)(4). Serial # : (B)(4), catalog #: 1650de, exp. Date: 03/31/2016 mfg. Date: 03/31/2015. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp. Date: 03/31/2016 ,mfg. Date: 03/31/2015. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp: date: 01/31/2016, mfg. Date: 01/31/2015. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp. Date: 01/31/2016, mfg. Date: 01/31/2015. (B)(4). Devices were not returned.

Event description:
A report was received that the patient noted her batteries were switching from one power source to the other earlier than expected. A preliminary log file analysis revealed possible power switching involving six of the patient's batteries.  The field engineer recommended that the patient's controller and six batteries be exchanged.  All devices exchanged with no reported patient consequence.

Manufacturer narrative:
Batteries were not returned to manufacturer. (B)(4). Six batteries and one controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that the controller, con187120 contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat205824 and bat215431 and power switching events that were due to momentary disconnections involving bat205824, bat205515 and bat204216. Two of the reported batteries (bat204215 and bat215537) did not participate in any power switching events. Analysis of the devices could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported power switching events can be attributed to communication errors and momentary disconnections between the batteries and the controller. The manufacturer has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: d4: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.